Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgery for unknown reasons. The pulse generator exhibited a diagnostics anomaly. After a firmware download, normal device function resumed. The patient was in good condition.